Manufacturer narrative:
The evaluation was unable to be completed as not all of the necessary parts were returned to steris. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the channel on the yoke where the retaining ring sits was damaged. As the channel was damaged, the retaining ring was unable to hold the yoke in place resulting in the reported event. The technician replaced the dual monitor yoke, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. A complaint review indicates this to be an isolated event. The dual monitor yoke has been returned for evaluation; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that one of the dual monitor yokes to their harmonyair e-series surgical lighting system separated from the spring arm and was hanging by the lighting system cables. There was no one in the room at the time of the reported event. No report of injury.